Event description:
Implant did not work as planned. Device failed to expand. Another implant has been used with success.

Manufacturer narrative:
Summary of evaluation: after shape recovery testing of the explant, the shape recovery is conformed to specification. Device suspected to have failed to expand due to a bad temperature management from the surgeon. As instructed by (B)(4) on (B)(4) 2011, MDR reported by memometal technologies/(B)(4) as a result of a retrospective lookback of complaints resulting from the acquisition of memometal technologies by stryker corporation.